Event description:
Customer reported to beckman coulter, inc. (Bec) that about 5 ml of blood was leaking out somewhere around the blood sampling valve (bsv) area of the coulter lh 780 hematology analyzer (lh 780). Customer reported that the lh 780 gave low hemoglobin results and white blood cell (wbc) vote outs. Customer reported that rerun of the sample on another instrument returned an acceptable value. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a tube was disconnected from the fitting of the center section of the bsv that is the pathway to the wbc bath. The fse reattached the tube to correct the wbc vote outs and repaired the instrument.